Manufacturer narrative:
One 72202901 footprint ultra pk 4.5 mm suture anchor was used for treatment but was not returned for evaluation. Instructions for use contains instructions, precautionary statements and recommendations for proper use of product. Due to unavailability investigation was limited. If further information becomes available, the complaint may be revisited. Factors that might affect device performance include: device ability, product knowledge. Per instructions for use, the proper hole depth is achieved when the laser depth mark or circular groove on the distal end of the awl contacts the bone surface. It lists, prep instrument for normal bone conditions as a 3.8mm straight awl. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.

Event description:
It was reported that during an arthroscopy the footprint suture anchor the last barb on the proximal end of the anchor broke off during insertion. The broken piece was retrieve from the patient using graspers, an additional bone hole was made . The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.